Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 156 mg/dl. The customer stated that the act and esc buttons have not been working. The display is reported to be stuck on the alert page, would not do anything and its back light would not turn on. The customer stated that the insulin pump may have gotten slightly damp from light rain the day prior. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.